Event description:
Our affiliate is reporting to us that during an arthroscopic shoulder repair, the sutures of two of the fixation devices broke away whilst he/she was setting the anchors. The surgeon resorted to using ethibond sutures to complete the fixation successfully without further issue or harm to the pt, however, this added one hour onto the procedure. Nothing being returned.

Manufacturer narrative:
Mitek is at this point in time in the info gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.